Event description:
All attempts for further information from the reporter have been unsuccessful to date. The patient had vns generator replacement surgery performed for battery depletion on (B)(6) 2012. Vns diagnostics with the new generator and resident lead were within normal limits, indicating proper device function. The old generator was unable to be interrogated before or after the surgery due to battery depletion.

Event description:
Reporter indicated the patient's psychosis was felt to be unrelated to vns. The psychosis is a premorbid condition, and required combined psychiatric care. The patient does have a pre-vns history of psychosis. Vns diagnostics were within normal limits, but the date and exact results were not provided.

Event description:
Reporter indicated a patient had psychosis 'many years ago' and it was felt the vns may be a factor so the vns was disabled for 4-6 weeks with no improvement in the patient's psychosis. Attempts for additional information are in progress.